Manufacturer narrative:
The patient was the initial reporter so personal information was not entered. Product information was not provided so manufacture date could not be determined.

Event description:
A customer in (B)(6) complained that her contour next one blood glucose meter gave results that were 3 mmol/l higher than her alternate monitoring system. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged and no additional information was provided. The product is not expected to be returned. The customer received a replacement meter kit from her healthcare professional.

Manufacturer narrative:
Strip information was not provided in the initial report. See manufacture date.